Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead pacing impedance measurements. The device initiated the lead safety switch to change the lead polarity from bipolar to unipolar. The patient was referred to their physician for further troubleshooting. Additional information received indicates that the patient was seen in clinic for troubleshooting. Isometrics were performed in unipolar and noise was observed. The automatic gain control feature was modified to discard this noise. An x-ray did not reveal any lead fractures. The patient reported great and disabling pain under the collarbone. After a lengthy conversation regarding risks and benefits the patient requested the lead to be explanted. No surgical intervention has been performed to date and the lead remains implanted.